Event description:
When setting up sterile table for a scheduled external cephalic version (ecv), I noticed when I was placing the mayo stand cover that comes in the cesarean section pack, it had some kind substance on it that resembled dried up mucus. Everything was removed from service and a new sterile pack was opened. The patient was not in the room at this time.